Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol), exhibiting a monitoring voltage of 2.65v and a charge time of 31 sec. A capacitor reform was performed, and the charge time dropped to 30.4 seconds. This device had been in service for 2.5 years. A guidant technical services (ts) consultant recommended explanting and returning the device to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.